Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue or failure to deploy the stent.

Event description:
It was reported the procedure was to treat a de novo lesion with moderate tortuosity and moderate calcification in the mid left anterior descending (lad) artery. A whisper ms guide wire was advanced to the target lesion. Pre-dilatation was performed with a 2.0 x 15 mm non-abbott balloon catheter. A 3.5 x 23 mm xience prime stent delivery system (sds) was advanced to the target lesion, but the balloon could not be inflated to deploy the stent. The xience prime sds was withdrawn from the patients anatomy, and outside the anatomy, an attempt to inflate the balloon was made but was unsuccessful. A new 3.5 x 23 mm xience prime was used to complete the procedure successfully. Post-dilatation was performed using a 3.5 x 20 nc trek balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.